Event description:
It was reported that, during a tka surgery, the cutting slots of a non sterile visionaire adaptive guide kit legion primary were not fully open, a blade couldn¿t pass through them, on both femur and tibia cutting blocks, it was needed to slide the metal blocks over the pins to make the cuts. Also, the femur cutting block did not contact bone distal lateral and anterior lateral, so the surgeon had to recut using mechanical instruments. Added, the tibial cutting block had great contact but cut the tibia in about 2 degrees of valgus., so manual instruments had to be used to correct this issue. Surgery was completed, after a non-significant delay, by changing the surgical technique. Patient was not injured as consequence of this problem, even though, the surgeon stated that this may be potentially affecting the long term outcome of this patient. .

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned blocks confirmed the failure mode of the cutting slots not being fully open. The slots had signs of burrs from attempted use. The slots would not accept the manufacturing gage across the full range of the slot. The slots appeared to be deformed/ bowed. The slots are inspected 100% by the operator during manufacturing. Additionally, an engineering evaluation was performed and did confirm a potential root cause for the stated failure mode of femoral block fit. The clinical/medical evaluation concluded that without the requested documentation/information, the clinical root cause of the reported block issues including the inability to pass the blade through the guide, inaccurate block fit, and resulting valgus cuts could not be definitively concluded. The patient impact beyond the reported initial valgus cuts and use of manual instrumentation/change in surgical technique to complete the procedure within a ¿non-significant¿ surgical delay cannot be determined. The current patient status remains unknown, and no determination could be made regarding the surgeon statement ¿that this may be potentially affecting the long-term outcome of this patient¿, as reportedly the issues were corrected via manual instrumentation and the procedure concluded ¿without significant delay¿ and the patient was ¿not injured as a consequence¿. No further medical assessment can be rendered at this time. The manual instrumentation is an approved surgical technique for these implants. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could be corroborated since the slots were not fully open and the femur cutting block didn't fit, requiring a change to manual instrumentation. A potential probable cause could be but is not limited to an error in the segmentation process (under-segmentation) or an issue with the cutting slot. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.